Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant result compared with lab. Results as follows:" date: (B)(6) 2010, inratio: 4.2, 3.6, 3.0, lab: 2.8. Pt self tester called in with discrepant results on his new meter. He tested four times with the following results: error 114, 4.2, 3.6 and 3.0. The first time he tested, he got an error 144. He tried three more times, each time using a different finger. The three attempts were done within 30 minutes. He was tested at the lab one hour prior to the 3.0 on his meter with an inr = 2.8. Pt had eaten breakfast of cereal before testing. No exercise, no alcohol. No heparin or antibiotics. Because, the values were so different on the first two attempts and, because those values were outside his target range of 2.0 - 3.0 he went to the lab. He obtained a lab result of 2.8 within 1 hour of getting the 3.0 reading on his inratio2.